Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Summary the complaint is confirmed for one (1) of one (1) returned pol 5.5 ti dorsal height adjer (pn 2000-9072) for the failure of tip fractured during operation. The tips of both returned parts were confirmed to be fractured via visual inspection. Medical records were not provided for review. Potential cause: the cause of the damage cannot be determined at this time since there is no information available regarding how the instruments were being used or handled at the time of the damage. DHR review and related actions per dhrs review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use this devices are used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the tips of two drivers broke while extracting previously-implanted ha coated screws. They were being removed at the patient's request because fusion had been achieved. There was no reported impact to the patient. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.reference report 3012447612-2021-00092.

Event description:
It was reported that the tips of two drivers broke while extracting previously-implanted ha coated screws. They were being removed at the patient's request because fusion had been achieved. There was no reported impact to the patient. This is report two of two for this event.